Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the ins burnt out and stopped working. When the ins stopped working the leads started to cause the patient pain in their back. No further complications were reported or anticipated

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their ins replaced in 2013 because it was not working when they wanted to turn it on and it was giving them pain. No further complications were reported.